Event description:
Safety cap does not stay over needle when snapped into place after its use. It flops back and forth. No one was stuck, but this is a definite safety hazard. Dates of use: 2009. Diagnosis or reason for use: antibiotic im injection.